Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer's husband who stated the customer's symptoms are ongoing; husband stated the symptoms started a long time ago and the doctor is aware. Husband did not provide an exact date of if the symptoms started prior to meter use. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024: to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they had not received the replacement products; product was re-sent to customer. Note 3: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 290, 77 and 85 mg/dl am fasting obtained a few days ago. The customer¿s expected blood glucose test result ranges are 101-111 mg/dl am fasting postprandial pm fasting 158 mg/dl. The customer reported having a headache and dizziness. Customer stated she is also stressed but customer declined to seek medical attention as she stated that the doctor is aware of it, she let the doctor know last friday (B)(6) 2024 on her regular checkup appointment. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/13/2026 and open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.